Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 289 mg/dl at the time of the incident. The customer received multiple failed battery test alarms after a battery change. The customer was assisted with troubleshooting and the alarm did not clear. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.